Manufacturer narrative:
This investigation is still in progress. Once the investigation is complete a supplemental report will be provided. Reference MFR. Report: 1221359-2022-00215, 1221359-2022-00216, 1221359-2022-00217, 1221359-2022-00218, 1221359-2022-00219, 1221359-2022-00220, 1221359-2022-00222.

Event description:
The consumer reported one (1) confirmed false positive result and seven (7) unconfirmed false positive results with the binaxnow covid-19 antigen self test. This MFR. Report is seven (7) of eight (8), for six (6) of seven (7) unconfirmed false positive results. The consumer reported an unconfirmed false positive result with the binaxnow covid-19 antigen self test. No additional information, including patient treatment and outcome was provided. Per the consumer, unconfirmed false positive results have happened on seven occasions. Also per the consumer, it only happened to one person in their family that the test always detects a positive.

Manufacturer narrative:
Investigation complete: the customer was unable to provide the required intake information. The information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, complaints monitored to identify and track any out-of-trend/unexpected performance at the lot and product family level. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation.